Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. Reportedly, the auditory feature was working intermittently and the vibratory feature was not operational. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump failed to power up using the returned caps. No audible tone, no vibration alert and a blank display upon battery insertion. Casing damages were found on the battery compartment and the display lens. Moisture intrusion was found inside the battery compartment. Pump casing was opened and additional evidence of moisture intrusion was found throughout the inside of the pump, on the vibratory motor and the auditory assembly. Casing leaks and moisture intrusion was determined to be the cause of the unresponsive pump and were reported under separate MDR report (please reference MDR# 2531779-2015-27031). Due to the unresponsive pump the remaining testing could not be completed and the complaint could not be fully investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.